Manufacturer narrative:
Based on the investigation conclusions, the root cause is attributed to patient non-compliance to operator instructions. Following the process as part of scan completion, the operator initiated ¿unload¿ process. The patient voluntarily decided to get down from table before rotation motion stopped, contrary to the safe clinical practice requiring patient to stay still during the entire exam and until the detector motion comes to a full stop. The patient¿s leg was hit by one of the rotating detectors. The operator immediately pressed the psd to stop gantry motion and released the patient¿s leg by moving the detector using the rcu.

Manufacturer narrative:
Patient information not provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that at the end of a knee acquisition, the patient voluntarily got down from the bed before the unload was terminated. The patient's leg bumped the head in movement entrapping the leg between the detector and the edge of the table. The operator immediately pressed the psd (safety device) and with the remote control moved the head of the scanner freeing the leg of the patient. The patient suffered a deep vertical laceration 10cm long above her ankle. No information regarding the medical treatment following the injury was obtained due to being subject to privacy.